Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device was used initially in order to gain access to the patients graft access. The device needle and wire went in smoothly, however when the physician attempted to remove the wire he noticed a portion of the wire was broken off and the remainder of the wire was left in the patients access. This was verified under fluoroscopy. The location of the wire in the patient is stable at its location but is at risk for migration and potential serious health risks. At this time the patient has not been harmed.

Manufacturer narrative:
No device was returned for evaluation and no photographs were provided. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. Without an evaluation of the device a root cause cannot be determined. The instructions for use (IFU) contains the following warnings/cautions: *do not advance the guidewire against resistance until the cause of the resistance has been determined. *do not insert or withdraw the guidewire forcibly from any component. The wire may break or unravel. If the guidewire becomes damaged, the introducer needle or sheath dilator and guidewire must be removed together. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.